Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and a low suspend alarm from the insulin pump. The customer's blood glucose reading was 48 mg/dl and 56 mg/dl. The customer stated that the pump suspended the pump to 80 mg/dl. The customer stated that the pump alerted him that he is low when he already knew.